Event description:
Pinnacle mom litigation record received. Litigation alleges severe hip pain, elevated toxic metal ions in the body, resulting to damage tissue, bones, hip joints. CT scan demonstrated pseudotumor, bony erosions of the acetabulum and proximal femur. Plaintiff experienced permanent injuries, suffering, anxiety, depression and emotional distress. X-ray results showed bilateral osteoathritis, severe on the left. Cystic changes of the acetabulum and femoral head bilaterally. Mild heterotopic ossification left hip area, presence of unspecified artificial hip joint. X-ray result showed bilateral leg weakness. 6/16/2010 penetration fracture at posterior cortex nondisplaced crack fracture of the calcar area. Past bilateral total hip replacement, current pain on the left side with new lump. Patient was revised due to failed left total hip arthroplasty and pathologic study results, proximal femur fracture, metallosis, osteolysis, excision of blood clot, and pseudotumor. Operative notes indicated bony destruction and evident on the proximal femur as well as a soft tissue destruction. There was significant necrotic-appearing tissue. There were significant bony erosions and the trochanter was found to be eroded posteriorly and have small fracture. Pre-op diagnosis : infection/inflammation; metallic gray femoral stem; metallic gray acetabular cup; a metallic femoral ball. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e3: initial reporter is a lawyer. H3, h6 investigation summary: no device associated with this report was received for examination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "pinnacle mom litigation record received. Litigation alleges severe hip pain, elevated toxic metal ions in the body, resulting to damage tissue, bones, hip joints. CT scan demonstrated pseudotumor, bony erosions of the acetabulum and proximal femur. Plaintiff experience permanent injuries, suffering, anxiety, depression and emotional distress. Doi: (B)(6) 2008; dor: (B)(6) 2021; left hip". The product was not returned to medtech orthopaedics. However, x-rays were provided for review."(B)(6) x-ray_images-received 25-mar-2024, (B)(6) _x-ray_images - received 17 apr-2024 and (B)(6) medical record ad 4 mar 2025". The x-ray investigation revealed only one (1) pinn can bone screw 6.5mmx25mm; there is no evidence of a second screw implanted on the right side of the hip. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the radiological images provided contained insufficient evidence of the reported second pinn can bone screw 6.5mmx25mm. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d10.